Manufacturer narrative:
The gas loss alarm was resolved by the user after he verified that all connections were tight and the tubing was clear using the help screen. He then pressed the iab fill button and successfully restarted the therapy. The user was advised to continue monitoring the patient, follow the help screen instructions, and contact support if the alarm became persistent. No further action was required as the alarm was resolved with these steps.

Event description:
The user contacted the emergency support program line to report a gas loss alarm. No patient harm was noted.